Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer may resume insulin delivery or change the supplies on the pump. The customer's blood glucose (bg) level was in the 250 mg/dl range and a correction bolus via the pump was used to address the high bg level. On one occasion, the customer's bg dropped to 40 mg/dl and candy was consumed to address the low bg. The customer thought that there might have been a build-up of pressure in the pump tubing due to the occlusion and the customer may have received the insulin in the tubing. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.